Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was implanted under difficult clinical conditions, with the implant tunnelling into the right axillary vein (technically a cicc). This catheter remains in place for an extended period of time as intended for a tunneled implant. On (B)(6) 2025, a foreign body was detected in the ¿red¿ lumen during the administration of the therapy. Despite all attempts, I was unable to aspirate the foreign body, which is why I decided to close the ¿red¿ lumen and continue using the ¿purple¿ lumen, as the catheter was scheduled to be removed in a few weeks anyway at the end of its useful life. After the catheter was removed, it was sent to me, I dissected it and found that the foreign body was still present, adhering to the inside of the ¿red¿ end piece. After removing it, I took a fragment of it under the microscope it did not appear organic, but smooth and homogeneous (plastic?). There were no consequences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material inside the catheter is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc solo catheter cut into pieces and a plastic container was returned for evaluation. Two photographs of a 5 fr d/l powerpicc solo catheter and an unknown substance were also returned for evaluation. An initial visual observation of the returned sample showed blood residues along the catheter. The returned catheter was observed to be cut into pieces. An observation of the returned container showed a liquid substance inside the container. A small, opaque, long, thin object was observed to be stuck to the inside of the container. An initial visual observation of the first returned photograph showed a white/gray, long substance inside the extension tubing of the red lumen of the catheter. An observation of the second returned photograph showed the bottom of a plastic container with a lightly blood stained, long, thin material inside the container. A microscopic observation of the small substance inside the container revealed the substance to have a similar shape as the object in the second returned photograph; however, the object in the returned container appeared significantly smaller than the object in the returned photograph. An attempt to remove the substance from the container using forceps revealed the object stuck to the side of the container and broke apart during attempts for closer microscopic observation of the substance. The unknown substance could not be identified, so the root cause of this failure could not be determined. Possible causes of failure may include a foreign material manufactured into the device, the foreign material entering the catheter during use, or other unknown causes leading to the foreign material entering the catheter. This complaint will be recorded for future trending and monitoring purposes.